Event description:
The patients mother states her daughter was treated for corneal abrasions in both eyes. It was suggested by the ecp that it was chemical in nature. Follow-up with the eco notes that the patient was treated for deep corneal abrasion. This is being filed as deep corneal abrasion.

Manufacturer narrative:
This is being filed as deep corneal abrasion. This is related to (B)(4) 1314956-2012-00004. No lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. There is no clear indication that the device could have caused or contributed to the incident. There is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn.